Event description:
Rv pacing impedance out of range. Rvtip to rvcoil lead impedance warning on (B)(6) 2023. Right ventricular pacing impedance out of range. Confirm lead integrity to ensure ventricular pacing. Impedance measures 342 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).